Event description:
Questionable elecsys ft4 iii assay results were received on a cobas e 411 rack. The event involved one patient sample. The patient's age was 22 years. The patient's weight was requested but was not provided. The patient was female. The patient's race was requested but was not provided. The patient's ethnicity was requested but was not provided.

Manufacturer narrative:
Summary of investigation results: based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined. Summary of follow-up actions taken: the field service engineer replaced the sample/reagent probe. The investigation reviewed the customer's calibration and qc results and the results were within the acceptable ranges. The investigation did not find any abnormalities with the sample pre-analytic details or the system alarm trace. The size of the primary sample tube and if rack adapters were used, the information was requested but not provided. Based on the provided information, a general reagent issue could be excluded. The reported event involved an automated analytical device that is serviced in the field and not routinely returned for investigation. This device is not labeled for single-use and is not reprocessed or reused.